Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 814 - fiber. Health effect ¿ impact code: 2199- no health consequences or impact. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 1069- break. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a fiber breakage. As per the sales associate, at the very end of a 223-minute pump run the oxygenator appeared to have a plasma leak. They finished the case with nothing going wrong and they can tell there was a plasma leak. Additionally, as per the clinical specialists, looking at the complaint and photos provided, it appeared to be a fiber breakage instead of plasma leak. No known consequence or health impact to patient . Product was not changed out. There was a 3 ml blood loss. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 06, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation) . H3 (device evaluated by manufacturer) . H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 4210, 4307). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 4210 - leakage/seal. Investigation conclusions: 4307 - cause traced to component failure. The affected sample was inspected upon receipt with no anomalies observed. The unit was decontaminated and dissected. It was confirmed to have liquid leakage from middle groove and fiber, which was circulated by water and bovine blood. A unit with a definitive leak path through middle groove area should be detected during the internal pinhole test. However, no such leakage was reported during the production pinhole test. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Fiber breakage.